Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-01316. It was reported the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2022 to implant another lead. During the procedure, a dural puncture had occurred. The physician performed a blood patch, and the patient was stable with effective therapy post-operatively.